Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date was unavailable. The reporter¿s phone number and complete address were not provided. Concomitant med products and therapy dates: kincise surgical impactor device, (B)(6) 2019. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the kincise broach-adapter device was stuck in the kincise surgical impactor device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/18/2018. Device history review: a review of the device history record was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. A visual and functional assessment was performed on the battery which determined that the adapter was stuck on the impactor. It was further determined that the adapter was able to be removed with some effort, and both the anvil and adapter had visible slight damage. It was determined that the failure associated to the rigid surface was unable to be duplicated as the lock collar passed the torque verification. It was further determined that the damage to the anvil could not occur in the unlocked position and the damage to the anvil was only visible when the lock collar was in the locked position. It was determined that the only possibility of the failure was for the adapter to be inserted into the impactor when the lock collar was in the locked position (user error). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.